Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator (ins). The reason for the call was patient reported they were not feeling any stimulation or tingling down their leg and back. The issue began last year around thanksgiving. Patient stated they could not stand up, and the back and down the leg was all they needed. Patient noted they had to turn their stimulation up to 40 at times and if they turned it up higher they got a little bit of stimulation but then they didn't feel anything. Patient mentioned they thought because they turned the stimulation down they couldn't feel anything but when they turned the stimulation up to '40' at times it didn't do anything either. Patient also mentioned that the implant didn't stay charged and they thought they were doing something wrong but they were doing it right. Patient mentioned the implant didn't take the pain away or all the pain away. During the call patient was in group a with programs 1, 2, and 3. Patient increased their stimulation to 2.0 and they still weren't f eeling anything. Patient mentioned when they went to 1.2 they had some stimulation but the feeling didn't go too far up. Patient didn't want the stimulation to hurt them. Patient also mentioned something about 6 hours but it was still not working and didn't take t heir pain away but agent had difficulty hearing the patient. The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Continuation of d10: product ID 97745nt, lot# serial# (B)(6), product type programmer, patient medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient expressing their worries about their medication repeatedly. Patient called and repeated previously documented information. Patient said their equipment was not doing its job and they must rely on taking hydrocodone every 10 hours because they were in very bad pain and would not be able to sleep without taking their meds. Patient stated they couldn't go on any longer without their ins working or taking hydrocodone. Patient expressed many times during the call that they were worried because their pharmacy will not refill their meds until april 5th and they can't see their hcp again until sometime next month (mentioned they had seen the hcp and rep since the last call for reprogramming), and they don't have enough pills to get them through until then. Patient stated they had tried to contact a rep because they received a medtronic letter and still needed help but had not heard back from a rep yet so they were contacting pats again. Patient said their hcp had told them they just do the implant surgery and don't work with the devices afterward. Patient stated their equipment began working for a few hours after their prior call but now it wasn't "doing its job" anymore. Agent tried to have patient clarify what wasn't functioning; patient had a hard time articulating the issue. Agent asked what was on their controller screen, if they could power it on; patient saw 'software problem; 1 - intellis, 2 - 3.6, 3 - 45, 4 - qte_arm.' Agent had patient reset their controller which cleared the software problem and brought them to the lock screen. Agent had to explain they need to hold down the lock icon to unlock the controller; patient kept trying to do long-presses with everything on the controller until agent caught on and told them to use single, quick taps for everything else. (Part 1) patient stated when they had been using the controller and trying to charge the ins, it kept saying "please wait" for ~6 months (agent understood they may have been changing groups and intensities). Patient noted "5-8-25 never did a good job" and someone called march 1st; agent did not know what they meant during the call, but thought they may have been referring to prior programming sessions with reps. Agent had patient begin charging their ins with passive recharge mode; patient stated that hadn't encountered prm before (low 84, 91, high 93 displayed). Shortly after entering prm, they advanced to the battery level screen and both the controller and ins were at 90%. Agent understood the controller may have lost the ability to pair to the ins wirelessly (notified reps in email so they can address it when they meet with the patient). Agent walked patient through checking their therapy settings; confirmed therapy was on and program 1 was set to 0.8 for the intensity; had patient increase stim to see if that helped. Patient stated they had been going up into the 20's, but after clarifying with them it appeared they were going up into the 2.x's. Agent asked when patient first noticed their therapy settings weren't working as well for them; patient stated since about thanksgiving of last year they had to charge almost every day, but it used to last a week or so before needing to be charged again. Agent understood patient's charge frequency rate changed and reviewed how changes in programming impact battery usage/recharging frequency. Agent reviewed with the patient that their external equipment appeared to be working and redirected to their healthcare provider and mdt reps for assistance with reprogramming therapy. Agent provided and explained use of nas phone number; additionally emailed reps for visibility. Patient wondered if a letter could be sent to their pharmacy to explain why they would need more medication until the ins is working again (patient said they also tried to get muscle relaxers); agent advised contacting their hcp to ask for them to validate the patient's request. Patient mentioned they have arthritis and using their arms was difficult. Patient also mentioned they started to have afib in october. Patient said they'd been on hydrocodone for so many years that they can't stop using it. (Part 2/2)

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator (ins). The reason for call was patient stated they had to lower the stimulation at night because it zaps them if they lay on things the wrong way. Patient noted they felt a little bit of vibration when they picked up the controller during troubleshooting. Agent reviewed with patient to charge their implant and to monitor.